Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 142 mg/dl. Customer was unable to continue troubleshooting during the call as they did not have a charging cord available. Upon follow-up with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed.